Event description:
Reporter stated that a pt capillary sample was measured, using the suspect device, with a result of 205 mg/dl. Seven minutes later, a venous sample was reportedly obtained from the same pt and, when tested in the facility's lab, measured 61 mg/dl. Reporter noted that pt was not treated based on the value obtained on the suspect product. No adverse event was reported. Qc testing had reportedly been performed on the suspect device and the results were within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.